Event description:
A customer reported ¿4153 c. Trans-z home overrun and 4725 tip search tip sensor error¿ on the aia-900 analyzer. The customer restarted the analyzer, but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (hcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse ran a daily check and received error 4153 c. Trans-z home overrun but did not receive error 4275 incubator slipping detected. The fse checked the movement of the cup transfer and cleaned the z-rail and foot. The fse then relubricated the moving parts of the z-rail and foot of the cup transfer. The fse verified the resolution by performing the daily check, quality control, and patient samples without errors and within acceptable ranges. No further action required by field service engineer. The aia-900 analyzer is functioning as expected. A 13 month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period for error 4153 c. Trans-z home overrun. There were two similar complaints identified during the search period for error 4275 incubator slipping detected, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [4153] c. Trans-z home overrun. Cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. [4275] incubator slipping detected cause: while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to maintenance needed on the test cup picking assembly.